Event description:
It was reported that the customer had blood glucose levels of 500 mg/dl. The customer also reported having moderate keytones. Treated with manual injections. Troubleshooting occured, bent cannula and a piece of broken plastic at reservoir compartment was noted. Advised reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.